Manufacturer narrative:
Medical device expiration date: na. Investigation summary: bd quality has reviewed the complaint, service activities, and adverse event questions. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Complaints received for this device and reported condition will continue to be tracked and trended. Additional investigation will be performed if an actionable level is reached.

Event description:
It was reported that while using bd epicenter¿ single user software there was an epicenter specimen registration error 21021. No patient impact. The following information was provided by the initial reporter: customer called to report having an epi specimen registration error 21021 which point to an actual error of 21021 . Customer indicated that she was attempting to make an association change for a specimen.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01172was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction .

Event description:
It was reported that while using bd epicenter¿ single user software there was an epicenter specimen registration error 21021. No patient impact. The following information was provided by the initial reporter: customer called to report having an epi specimen registration error 21021 which point to an actual error of 21021 . Customer indicated that she was attempting to make an association change for a specimen.